Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had doctor visit due to skin burn, ulceration and discharge on 6 or 8 weeks ago. Customer was treated with antibiotics and dressing changes to the infection itself. Customer was wearing transmitter or sensor at time of hospitalization. Customer also experienced high blood glucose of 307mg/dl and declined troubleshoot for high blood glucose. Products will not be return for analysis.

Manufacturer narrative:
The event was reported in error.